Manufacturer narrative:
Uf/importer report# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, it was discovered that the needle was broken into two pieces. One fell off the device when it was removed but was found on the floor. The other piece is thought to have been retained inside the patient. Surgeon and fellow helped search but were unable to find the second broken piece. Portable x-ray did not detect the second piece. Missing part is estimated to be approximately 4.5mm, so very small. Unlikely to require surgical removal even if it was retained and could be found.